Event description:
A malfunction alarm was reported with malfunction code malf 16, and the issue occurred without any notable prior events. The impact on the customer's blood glucose level was unknown, as the customer declined to answer. The customer will use multiple daily injections (mdi) for backup insulin delivery.